Manufacturer narrative:
(B)(4): results: calcified and tightly stenosed lesion. Stent deformation and failure to deliver device. Conclusions: calcified and tightly stenosed lesion. Evaluation summary: the thirteenth and fourteenth proximal stent segments were slightly raised and overlapping.

Event description:
The physician was attempting to implant 3.0 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent in a proximal rca lesion, which was reported as calcified and tightly stenosed. It was confirmed that despite numerous pre-dilations, the physician was unable to deliver the stent across the target lesion. Damage was noted on the stent on removal from the patient. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).